Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis revealed that issue was caused by high leakage combined with high breathing effort of the patient in a non-invasive ventilation with 100% oxygen setting what finally caused a peak o2 flow demand higher than the system is able to deliver. Additionally, the o2 gas path was able to deliver up to 110 lpm only as per its design. This eventually led to an intended system reaction where vent has added blower air to keep its performance at the expense of a reduced fio2. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they are continuing to experience delivered fio2 problems with bellavista 1000 us. The customer reported that fio2 is set at 100%, but the vent is only reading 70 to 80%.during test, delivered fio2 in psv, the o2 percentage can be up to 6% to 12% off of set o2. The customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the biomed technician indicated that he had not actually seen readings that low during testing, but that is what the therapists are seeing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.